Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 100% stenosed, 35mmx4mm, concentric, de novo target lesion was located in a non-tortuous and non-calcified right coronary artery. Following pre-dilatation, a 32x4.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noticed that the proximal portion of the stent was deformed. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (H6) evaluation conclusion codes updated from adverse event related to procedure to adverse event related to patient condition. Device evaluated by MFR.: promus premier ous mr 32.00 x 4.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region of the stent were noted to be lifted from their crimped position and bunched and pulled in all directions. The undamaged crimped stent outer diameter was measured using snap gauge and the result was 0.0490" this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break along the length of the hypotube shaft measured at 42.5 cm distal to the distal end of the strain relief as well as multiple hypotube shaft kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An angiographic image as well as a photo image of the device were received. The angiographic caption shows two separate guide catheters with 2 guidewires running through them but no markerbands or stents are visible. No clear location of the lesion can be determined from the image as no flow contrast is seen being discharged. The photographic caption provided shows the distal end of the device containing the balloon with the stent and the tip. The stent of the device is seen to be damaged mid-stent with struts pulled in all directions. No other damages of the device are noted in this caption. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: an angiographic image as well as a photo image of the device were received attached to the complaint notification form filed under this complaint. The angiographic caption provided shows two separate guide catheters with 2 guidewires running through them but no markerbands or stents are visible. No clear location of the lesion can be determined from the image as no flow contrast is seen being discharged. The photographic caption provided shows the distal end of the device containing the balloon with the stent and the tip. The stent of the device is seen to be damaged mid-stent with struts pulled in all directions. No other damages of the device are noted in this caption. Evaluation conclusion codes updated from adverse event related to procedure to adverse event related to patient condition.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 100% stenosed, 35mmx4mm, concentric, de novo target lesion was located in a non-tortuous and non-calcified right coronary artery. Following pre-dilatation, a 32x4.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noticed that the proximal portion of the stent was deformed. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: an angiographic image as well as a photo image of the device were received attached to the complaint notification form filed under this complaint. The angiographic caption provided shows two separate guide catheters with 2 guidewires running through them but no markerbands or stents are visible. No clear location of the lesion can be determined form the image as no flow contrast is seen being discharged. The photographic caption provided shows the distal end of the device containing the balloon with the stent and the tip. The stent of the device is seen to be damaged mid-stent with struts pulled in all directions. No other damages of the device are noted in this caption. Media review.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 100% stenosed, 35mmx4mm, concentric, de novo target lesion was located in a non-tortuous and non-calcified right coronary artery. Following pre-dilatation, a 32x4.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noticed that the proximal portion of the stent was deformed. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 100% stenosed, 35mmx4mm, concentric, de novo target lesion was located in a non-tortuous and non-calcified right coronary artery. Following pre-dilatation, a 32x4.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noticed that the proximal portion of the stent was deformed. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.